Manufacturer narrative:
The customer stated the device will be sent to a third party vendor for repair.

Event description:
The customer reported the mx40 telemetry device displayed a speaker malfunction inop and had no audible sound. It was reported the device was not in clinical use.